Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, since the reported b30 error could not be reproduced during the evaluation of the device, the root cause could not be determined. However, it was observed that the slider switch of the socket was worn out. This likely caused a communication abnormality resulting in the reported b30 error. Although there was no adverse patient event, the procedure was likely prolonged due to this reported issue. Also, water/fluid in the unit likely caused the corrosion inside the air pumping tubing. It is likely that due to the failure of the (non-return) valve, fluid penetrated the inside of the air pump and hose. This supplemental report includes a correction to e2, e3, and g2 to include information that was inadvertently not included on the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of b30 scope communication error was not confirmed. The device evaluation found the air pressure measured within specifications. However, while inspecting the air pump tubbing, corrosion was found, leaving the possibility of previous water contamination in the system. Also found was corrosion inside the air pump tubbing, worn out socket switch which caused intermittent use of high intensity mode. Found olympus lamp life meter reading at 100+ hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, a b30 scope communication error was received when using the evis exera iii xenon light source. It was also reported that fluid was coming out of the light source. The issue was found during a colonoscopy procedure. The procedure was prolonged as the patient had to be moved to another room causing the patient to experience prolonged procedural sedation. Prior to the error code, a polyp removal was being performed however, it was not able to be removed as the patient was moved into another room. The doctor could not find the polyp when going back in to retrieve it. The patient was then woken up after the error code was received due to the customer not being sure if the doctor would be able to complete the colonoscopy procedure. There were no death or injury reported.